Event description:
On 7/30/74, rptr had a subcutaneous bilateral mastectomy with immediate prosthetic replacement. On 4/8/75, she had prosthetic replacement of right breast and repositioning of left breast. On 3/29/76, she had replacement of mammary prostheses. On 2/24/94, a MRI with dedicated breast coil showed both were ruptured. Scheduled for explantation on 4/1/94.